Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 5cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "that cracked PICC. Received a call regarding leaking fluid from insertion site: on review nil obvious redness/swelling/exudate etc. Dressing was intact. Nil external migration saline leaked immediately on flushing PICC. Removed noting two cracks in PICC (approx 5cm and 9cm marks). These cracks were within the patients vessel securacath insitu. (Note securacath attaches to external portion between 0&2cm with anchor clips at 3cm mark." Medical intervention: yes, removal of PICC: safety issues: cracked PICC may have lead to infuscate infiltration.

Event description:
It was reported by healthcare professional "that cracked PICC. Received a call regarding leaking fluid from insertion site: on review nil obvious redness/swelling/exudate etc. Dressing was intact. Nil external migration saline leaked immediately on flushing PICC. Removed noting two cracks in PICC (approx 5cm and 9cm marks). These cracks were within the patients vessel securacath insitu. (Note securacath attaches to external portion between 0&2cm with anchor clips at 3cm mark." Medical intervention: yes, removal of PICC. Safety issues: cracked PICC may have lead to infuscate infiltration.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rees2179 showed no other similar product complaint(s) from this lot number.